Event description:
The customer reported the system's wheel was locked and it displayed an occasional overload error message.

Manufacturer narrative:
A ge service representative performed an on site investigation. The repairs were not disclosed. No conclusion can be drawn. However, no reports of patient injuries.